Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. A patient experienced ineffective stimulation due to high impedance was reported to abbott. As a result, the patient's lead replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedances on several contacts on their scs lead, leading to the patient experiencing ineffective therapy. Imaging was performed which did not identify any device fracture or device migration. In turn, the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced to address the issue.